Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "had black dots in and on it so they put to the side and decided not to use". This record is for a non-implanted device. Device status is unknown.